Event description:
It was reported that during liver resection procedure, blade tip broke off. Blade tip was retrieved. Case was completed with same like product. No further information is available. There was no patient consequence.